Event description:
The customer reported no audio from the mx40 as seen from a â¿¿speaker malfunctionâ¿¿ error message. There was no report of a patient injury or harm. It will be considered that the device was in use when the issue was found.